Event description:
Gyrus acmi halo cutting forceps would only coagulate intermittently when activated during surgical intervention. An additional device was utilized without incident. Diagnosis or reason for use: laparoscopic vaginal hysterectomy, bso, posterior.